Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported issues with their controller. Patient stated the controller had a black unresponsive screen and they had been unable to charge the controller or their ins off and on for probably 3 months now. Patient stated their rep had given them a used controller in 2022 or 2023 and the controller had "had connection trouble to start with." The patient stated rep told them the person who had the controller prior "had a lot of trouble with it." Patient stated their rep instructed them to call for a replacement controller. Patient stated they had removed the battery pack, rubbed it, and flipped it and nothing resolved. Patient did not have external equipment with them at the time of the call, so agent was unable to further troubleshoot while on the call. Agent provided information on controller reset with ac power supply and patient stated they had tried that already. Patient also stated they had inserted aa batteries and the controller screen still did not power on. Patient said they had been without their therapy and their "feet hurt so bad like their nerves were trying to die back;" agent understood this was due to the equipment issues. Agent reviewed information and redirected to hcp and rep to further address. Rep called with the patient on the line to follow-up on this case. The patient indicated that the controller got very hot and the case of the controller bubbled and was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.